Manufacturer narrative:
Additional information indicated that there was a sudden flow drop down to < 1 l/min with pulsatile mean arterial pressure and existing 3rd harmony. The thrombus was successfully washed out of the pump using carotid protection and the backwash maneuver. The event was resolved; however, patient had sight disorders "cct a. Posterior". It was indicated that anticoagulation was controlled; the patient had a known risk factor of atrial fibrillation and previous thrombus. A review of the controller log files associated with the event captured, showed a sustained decrease in estimated flow and power consumption starting on (B)(6) 2015 at 07:31:05. Waveform trends of this nature may be indicative of an occlusion or change in patient state. The pump, (B)(4), remains implanted and therefore was not returned to the manufacturer for analysis. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported drop in flow was confirmed via review of the controller log files, which revealed a sustained decrease in estimated flow and power consumption. With review of the log files and the report of washout of thrombus via a backflow maneuver, the most likely root cause of the inadequate flow rate is an occlusion caused by thrombus formation or ingestion within the device, which are known potential events addressed in the labeling. Neurological deficits are known potential adverse events associated with the use of the device as outlined in the IFU and appears to be related to the thrombus and washout procedure. With review of the reported information and as reported, this patient's history of previous thrombotic events and atrial fibrillation are identified factors contributing to the events. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU), a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation.

Event description:
It was reported that this patient had a sudden drop in pump flows. Diagnostic testing revealed that the patient had "thrombektomie left art. Femoralis". A backwash maneuver with carotid protection was performed. The patient's status is unknown at this time. Investigation is ongoing.